Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during charging and minimum fill notification occurred after the user filled the cartridge with 300 ml of insulin. A cartridge change was performed resolving the issue. The customer also reported the pump time was incorrect, cause unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.